Event description:
During right total knee arthroplasty, sterile tourniquet cuff failed. Inflation tube came loose at connection to cuff 3 times during procedure. During 3rd failure patient's hr dropped to 35 bpm with a half screen aystole. Patient's cardiac status was stabilized, the malfunctioning cuff was replaced by another of the same type, and the surgical procedure was completed. No adverse outcomes to the pt were recorded.